Manufacturer narrative:
Qn#(B)(4). One piece of actual sample was returned for investigation. A visual exam was performed and a glue-like smear was observed on the tube. No other defects were observed. The cuff pressure of the returned complaint sample was then inflated to 25mbar by using a calibrated endotest. The cuff would not stay inflated. A leak test was then performed and the sample was immersed in water. Bubbles were observed coming from the cuff. The area of leakage was observed under magnification and a cut mark was found on the cuff. The complaint was confirmed; however, a root cause for the issue could not be determined. There is 100% leak testing conducted at the manufacturing facility; therefore, a defect of this type would be detected prior to release. It was reported by the customer that the cuff was inflated prior to use and no issues were found. The failure was found after intubation. It is possible that the failure could be induced during the intubation process, although this could not be confirmed.

Event description:
Customer complaint reported: "cuff periodically needed to have air added to assure minimal occlusion pressure cuff air leak. Exchanged for mellincrodt tube, no issues afterward." Patient condition reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported: "cuff periodically needed to have air added to assure minimal occlusion pressure - cuff air leak. Exchanged for mellincrodt tube, no issues afterward.". Patient condition reported as fine.